Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device would not suction, as it was difficult to drain from the wound tube. As a result, the device was replaced before the wound was closed. No additional surgery was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to drain from the wound tube and the device would not suction. It was replaced before the wound was closed. No additional surgery needed.

Manufacturer narrative:
Received 1 used wound drain evacuator 100cc with the wound drain still attached only. During the visual inspection, there were no defects on the evacuator and drain noted. However, body fluids were found inside the would drain, inlet port and duck valve. Per the functional evaluation, a suction test was performed and the drain connected to the inlet port of the evacuator and the drain end were submerged in water. The evacuator was then compressed and rolled over which was kept compressed by hand. The outlet port was closed and the evacuator was unable to suction. The drain was disconnected from the evacuator and washed in order to remove the body fluids that were noted inside the would drain, inlet port and duck valve. After that, the drain was reconnected to be tested again and was still not capable of suctioning. A house drain was then connected to the evacuator and was able to be drained correctly. The wound drain was cut at the joint with the connector and it was observed that the channels had body fluids (blood) and the four channels were not occluded with silicone. The reported issue was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir suction must be maintained in order for the system to function properly. Verify that the system is functioning properly. If the system is not maintained properly, surgical complications, including hematomas, may result. In the event of occlusion of the drain, all wound drainage via the drain ceases. Careful attention to the drain will minimize the possibility of this problem. If occlusion does occur, the drain can be aspirated by connecting suction to the reservoir outlet or temporarily disconnecting the drain from the reservoir and applying suction directly to the drain. If an air-tight seal between the drain and the skin where the drain emerges is not achieved, the air leak must be rectified or the system must be converted to open drainage. Drain placement · the surgeon should irrigate the wound with sterile fluid, and then suction the irrigating fluid and gross debris from the operative site. · tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. · positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the operating surgeon. · drain tubing should be placed within the wound by approximating the areas of critical fluid collection. · care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. · taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement. · deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. · care must be exercised to avoid damage to the drain (see warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound." (B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device would not suction, as it was difficult to drain from the wound tube. As a result, the device was replaced before the wound was closed. No additional surgery was needed.